Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia defects, adhesion, central mesh disruption, mesh excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia, adhesions, central mesh disruption, inflammation, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, and mesh migration. Post-operative patient treatment included mesh revision and mesh excision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia, adhesions, central mesh disruption, inflammation, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, mesh migration, recurrence in the center of the mesh. Post-operative patient treatment included mesh revision, mesh excision, hernia repair with mesh. Concomitant device: securestrap.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia, adhesions, central mesh disruption, inflammation, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, mesh migration, <(>&<)> recurrence in the center of the mesh. Post-operative patient treatment included revision surgery, mesh revision, mesh excision, <(>&<)> hernia repair with mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.